Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right proximal superficial femoral artery. A 6.45 sheath was used after which pre-dilatation was performed with a 5 x 80 mm balloon catheter on the 6.0 mm diameter vessel. No atherectomy was performed. Deployment of the supera stent implant was performed successfully without issue; however, upon retrieval of the stent delivery system from the patient, the white tip of the supera stent separated from the delivery catheter inside the sheath and was removed inside the sheath. Nothing was left in the patient. It was stated that the system and deployment levers were unlocked; however, it was observed that the thumb slide was not fully retracted. Delivery system removal was performed under angiography. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, the reported tip detachment appears to be user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. It should be noted that the supera instruction for use instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. It is likely that failing to follow the removal instruction contributed to the reported difficulties. (B)(4).